Event description:
The svc repot shows the customer reported that the 840 ventilator had a vent inop condition. There was no pt involvement. The customer reported to have replaced the breath delivery unit (bdu) pcb. Convidien was only authorized to upload the soft ware and conduct the final testing. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).